Event description:
It was reported the customer had dropped their insulin pump into the snow. Customer reported a beep anomaly is occuring after dropping their insulin pump. The customer's blood glucose was 342 mg/dl. Customer declined to troubleshoot for their high blood glucose. Customer stated their insulin pump would beep every 10 minutes. The customer was assisted with setting their insulin pump to vibrate. Troubleshooting found the customer's insulin pump passed a selftest. The customer also reported exposing their insulin pump to a cat scan. Customer also reported a low blood glucose event where their blood glucose dropped to 63 mg/dl. Customer declined to troubleshoot for the low blood glucose event. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.